Event description:
The (B) (6) competent authority (the president of the office for registration of medicinal products, medical devices and biocidal products) reported to fisher & paykel healthcare that they had "been notified by the manufacturer - (B) (4), about [an] incident with [a] smoothbore breathing system 1.2m., neonatal, heated wire, auto fill humidification, model 5068810. The heated wire ignited". It was reported that the heated wire "glowed and the housing of the wire was destroyed. The staff did not consider the event as incident". The manufacturer of the breathing circuit, intersurgical, reported the following to the (B) (6) competent authority: "as no issues were found whilst running the system under normal and extreme conditions, it would suggest the complaint fault is caused by an external source. The complaint system's heated wires were damaged by what appears extreme heating. The cause is likely to be the humidifier base outputting in excess of 27v". Fisher & paykel healthcare is the manufacturer of the respiratory humidifier that was used in the set-up with the intersurgical breathing circuit.

Manufacturer narrative:
(B) (4). The complaint letter was received from the (B) (6) competent authority on 2 june 2010. This complaint had not been reported to fisher & paykel healthcare prior to the receipt of this letter. Upon receipt of the letter, fisher & paykel healthcare requested further information, including complainant contact details, from the (B) (6) competent authority. The complainant and manufacturer's contact details were provided to fisher & paykel healthcare and a questionnaire has been sent to the hospital in order to obtain more information regarding the reported incident. We will provide a follow-up report upon receipt of the requested information and completion of our investigation.